Event description:
I started having severe pelvic pain (B)(6). I was seen by my general practitioner on (B)(6). She did a urinalysis. There was blood in my urine. She diagnosed a uti and prescribed me an antibiotic. I saw her again on (B)(6), and the pain was getting worse. She did another urinalysis. Once again there was blood in my urine. She diagnosed a uti and prescribed me another antibiotic. The pain continued, so on (B)(6), I was in terrible pain. I could feel a poking/stabbing sensation on the inside of my pelvis. I went to (B)(6). I had a CT scan and an internal/external ultrasound. The results where an enlarged uterus and some disturbing uterine changes. They sent met to my ob/gyn the next morning who contradicted those results and told me my uterus was normal. She took some swabs and sent me for blood work. This whole time I'm taking tramadol for pain. She also prescribed two different antibiotics as well as anti nausea medicine. I scheduled a f/u visit for (B)(6). On (B)(6), she agreed that this was more than likely essure related and sent me for more blood work and an MRI on (B)(6). The MRI results were inconclusive. But the MRI report did give a mention of further testing through a flat plate x-ray. So today, I went back to my general practitioner to get my MRI results reviewed. My dr did decide to give me a flat plate x-ray as was recommended. My device has completely migrated on my left side and even the right side looks damaged as well. I've been in excruciating pain this entire time. I find it very difficult to do the most simple daily chores. The dishes, laundry, even caring for myself and shaving my legs has become unbearable. The pain is always there and never goes away.